Event description:
It was reported that the patient had an infection that was not device related. The physician believed that improper wound care was the cause of infection. The patient was administered with intravenous antibiotics, underwent an explant procedure and was doing well postoperatively. All device components were removed and discarded by the medical facility. No device malfunction was suspected.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: (B)(6).